Event description:
It was reported by the customer's wife that the customer had a cracked battery cap on the insulin pump. Customer's wife stated that she lost the battery cap and the customer is in the hospital due to breaking his hip. Customer's blood glucose level was 400 mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.